Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process and that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose level was 284 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.